Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low glucose (glucm) result generated by the synchron lxi 725 clinical system for one patient. A patient sample was tested for glucm and a result of 105mg/dl was reported out of the lab. The emergency room (ER) physician questioned the result and ran a point of care glucose on the patient and obtained a result of ">700mg/dl". The original sample was diluted 1:3 and then re-tested, and glucm result was 925mg/dl. The result was amended. The patient was redrawn an hour later and glucm results were in the range of 121-959mg/dl. It is unknown if treatment was initiated or withheld, but physician questioned the low glucm result and treated the patient based on the point of care result obtained in the ER.

Manufacturer narrative:
Qc is run every 8 hours. Per customer, qc was within specifications prior to and after the event. The specimens were collected in green top tubes. No hemolysis, lipemia or icterus observed. A field service engineer (fse) was dispatched: the fse replaced a glucose stirrer motor and reagent pump syringe. The fse verified that the instrument maintenance was up to date. A request has been made to return parts to bci for further investigation. It is unknown if treatment was impacted in this event. Upon recur, treatment could be delayed or withheld based on the falsely low glucose result obtained. A delay in treatment or withholding of treatment could cause serious injury when the patient's actual glucose results are elevated and in the abnormally high range. Though fse replaced parts, the root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.